Event description:
It was reported to the manufacturer by the end user, per the end user, the patient was confused. The patient was trying to get out up and rolled out of the bed. The patient did not sustain any injuries. Complaint (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.